Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d4. Primary UDI number. Additional information: h3, h6. Investigation summary: the product was returned to ethicon for evaluation. One open sample was received in san angelo for analysis. Product code d10058. During the analysis of the sample, it was observed that a portion of the primary packet was caught in the seal area, resulting in an open seal. The visual inspection confirmed that the sterile barrier had been compromised. Based on the information currently available, open seal was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4) h6 type of investigation: b21 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: 1. Was the sterility of the device compromised? Unk,waiting for product return. 2. Please describe the sterile packaging unk, waiting for product return. 3. Were there any issues with the seal of the sterile packaging?unk,waiting for product return. 4. Are there any tears/holes in the sterile packaging?unk,waiting for product return. 5. Could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes .or rmao sections. We regularly contact with sale rep about the device returning. 6. Please provide the source or name of person providing answers to follow-up questions: (B)(6). "D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. "

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported by a sales rep that, during an unknown surgery, when the circulating nurse tried to take the product out of the package into the sterile field before use, the bottom seal of the package was already cut open, as if it had been slit so the hospital did not use it and opened a new one instead. It was not a control release needle. Another product was used to complete the case. When we send the sample to you, we will let you know its return date and tracking number. There were no adverse consequences to the patient. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.